Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitoring system using a forehead sensor displayed a flat plethysmographic waveform with low oxygen saturation readings (approximately 89%), intermittent signal uncertainty indicator, and very low perfusion index (~0.1) despite proper sensor placement on a frail patient receiving heated high-flow oxygen therapy who was restless and hypotensive (systolic blood pressure in the 80s). Troubleshooting included verifying placement, changing the cable connection from the primary module port to an alternate port which slightly improved the waveform but further decreased the saturation reading to approximately 87%, and subsequently replacing the forehead sensor with a soft adhesive sensor. After the sensor change, the saturation increased to approximately 97% though the waveform appeared dampened when connected to the original port. Moving the soft adhesive sensor connection to the alternate port resulted in a saturation of approximately 96% with a more robust plethysmographic waveform and elimination of the signal uncertainty indicator. There was no patient injury.